Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced software issues related to the transmitter and sensor. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/23/2018, that on (B)(6) 2018, the patient was receiving sensor failed error message in the g5 app while he is in range of the old transmitter. Data was provided for evaluation. The reported event of the patient was receiving sensor failed error message in the g5 app while he is in range of the old transmitter was confirmed. The root cause could not be determined.